Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of restricted flow was confirmed, and the cause appeared to be manufacturing related. One 2.7fr broviac catheter was returned for investigation. The catheter extended 8.2cm from the distal end of the surecuff. Dry blood residue was observed within the fibers of the cuff, which indicates that it had been placed. The printing on the clamping oversleeve was not worn and the clamp was clean. A functional test confirmed that fluid could not be flushed or aspirated through the catheter. What appeared to be a fold in the inner layer of tubing was observed 1.6cm from the proximal end of the 2.7fr tubing. It appeared that the fold was created during assembly. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of rebs1413 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
Per medwatch- report stated a high resistance to flow when attempting to flush newly inserted 2.7fr broviac.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs1413 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch, report stated a high resistance to flow when attempting to flush newly inserted 2.7fr broviac.